Event description:
Arthrocare sportsmedicine, arthro wand, ultravac 90 w/integrated cable sparked as the surgeon activated the hand piece outside the patient. Taken off field, no harm to patient. Case completed without further incident with another product. Same lot numbers pulled from shelf. Company rep notified.